Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "pain and required me to see a doctor frequently after the surgery and has me constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with following pre-op diagnosis: l5 spondylolysis; l5-s1 spondylolisthesis and spinal stenosis. The patient underwent the following procedures: l5-s1 smith-peterson osteotomy; right l5-s1 transforaminal interbody fusion with a 12 x 22 mm cage, bmp(bone morphogenic protein) and morselized bone graft; l4 to s1 segmental posterolateral fusion with pedicle screw fixation, morselized bone graft and bmp; computer assisted stereotactic navigation for pedicle screw placement; local bone autograft harvesting; and single incision posterior 360 degree lumbar fusion.

Manufacturer narrative:
(B)(4).